Manufacturer narrative:
A product sample was returned for evaluation. As a result of observing the sample, it was confirmed that there was a tear in the air hose. The occurrence of this event will be sent to the supplier to monitor the occurrence tendency of the same event, and take appropriate measures according to the occurrence situation. Device history record is with the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the pre-use check, the customer found a tear in the air hose. No patient injury was reported.